Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Columbus revision dislocation. Components in use listed as concomitant devices are: nr016z / as columbus rev f femur cemented f6r, nr576z / as columbus rev fem.spacer post.f6 10mm, nr400z / as nut f/femur extens.stem all sz.neutr., nr466z / as columbus rev fem.spacer dist.f6 5mm (3), nr437z / as femur extens.stem 5° d17x177 cem.less, nx044 / patella 3-pegs p4, nr256z / as columbus tib.hemi-sp.t4/4+ 5mm rl/lm, nr056z / as columbus tib.hemi-sp.t4/4+ 5mm rm/ll, nr186z / as tibia offset stem d16x132 cementless, nr077z / as columbus rev f tib.offset cement.t4, nr640m / columbus rev f hc glid.surf.t4/4+ 10mm.

Event description:
Patient had five surgeries on his right knee. Primary surgery done in 2009. (B)(6) 2016 he had a polyethylene exchange that increased thickness to 17mm and associated partial patellectomy. On (B)(6) 2017 patient was implanted by aesculap columbus as revision knee system. On 18th dec 2017 recent dislocation of anterior stabilizing post. The patient was knelt down in extreme flexed position and had a little bit of kind of rotation twisting and felt his knee lock. He was unable to extend his leg and was left in a 45 degree flexed position. X-rays, which were made showed a subluxation of the center post of his revision knee. Attempts were made to reduce it but it did require a conscious sedation to reduce. He was placed back on a cane, recommended possible immobilizer and follow up. Components in use listed as concomitant devices are: nr016z / as columbus rev f femur cemented f6r; nr576z / as columbus rev fem.spacer post.f6 10mm; nr400z / as nut f/femur extens.stem all sz.neutr.; nr466z / as columbus rev fem.spacer dist.f6 5mm (2); nr566z / as columbus rev fem.spacer post.f6 5mm; nr437z / as femur extens.stem 5° d17x177 cem.less; nx044 / patella 3-pegs p4; nr256z / as columbus tib.hemi-sp.t4/4+ 5mm rl/lm; nr056z / as columbus tib.hemi-sp.t4/4+ 5mm rm/ll; nr186z / as tibia offset stem d16x132 cementless; nr077z / as columbus rev f tib.offset cement.t4; nr640m / columbus rev f hc glid.surf.t4/4+ 10mm.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. Additional information added in b3,b5 & d11. Correction made in a3.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all the available lot numbers and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available, the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably patient related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately due to a lack of data and without the product we can not determine the exact cause. No CAPA is necessary.